Event description:
It was reported that the pump screen timed out during meal announcements, preventing completion of the announcement. Symptoms included no reported clinical effects. Outcomes included no impact on health. Investigation included verification of current firmware, guided troubleshooting, and recommendation to restart the pump and confirm correct button sequence during announcement, with review of engineering logs if the issue persisted. Investigation of this case revealed a suspected user interface or display timeout behavior with no evidence of device malfunction at the time of contact. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive pending further observation and potential log review.